Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced due to a "system error 615" error message. System error 105 was confirmed and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 105. There was no patient involvement.